Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy procedure, while the device was being applied to the lung tissue, the jaws of the device locked on tissue and the "bunny ears" of the stapler were pulled back and reload opened to release tissue. The surgeon clamped down on tissue, depressed green button, went to squeeze handle to fire but could not, gun was locked into position. A new stapler and reload was opened to complete the case. No injury.